Manufacturer narrative:
Customer did not want to troublesoot high bg's as she knew that she had forgotten to bolus and believed that was the cause.

Event description:
Received information stating patient was experiencing high bg's (335 mg/dl) as she had forgotten to bolus earlier.